Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport ti. Twenty one days post port placement procedure, the patient allegedly experienced swelling. It was further reported that the port allegedly found contrast extravasation at connector region and reportedly, the catheter was allegedly found leakage of saline at the connector, port stem site. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport ti. Twenty-one days post port placement procedure, the patient allegedly experienced swelling. It was further reported that the port allegedly found contrast extravasation at connector region and reportedly, the catheter was allegedly found leakage of saline at the connector, port stem site. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo, two videos were provided for review, and one power port slim was returned for evaluation. The photo shows a package containing a label with pir, catalogue and other product details. The first video shows a clinician injecting the port with the huber needle, and saline can be noted exiting from the distal end of catheter tube. The clinician then clamps the distal end and injects again and leak can be observed proximal to the port stem and cathlock connection. The second video shows the port being accessed which is implanted into the patient's body. The clinician is checking for the area above the port for any abnormal conditions. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Upon infusion, a leak from within the cath-lock was observed. Upon removing the loaded cath-lock from the catheter loaded to the port body, what appeared to be a partial compound break, was noted on the proximal portion of the catheter. The edges of the partial compound break on the proximal portion of the attached catheter, were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Therefore, the investigation is confirmed for the reported leak and identified fracture, deformation due to compressive stress and naturally worn issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.